Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the md inserted the sheath into the patient; anatomical site is "unk." The md "tried to activate the hydrophilic coating, turn the catheter clockwise, pull vacuum." However, the insertion of the iab through the sheath was not possible as the membrane was unwrapping on proximal side and the iab stuck in the sheath." There was no reported patient death or injury. There was no medical or surgical intervention required. Reference MDR #1219856-2010-00411 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.